Manufacturer narrative:
Product evaluation: only the shunt was received for investigation in a plastic bag and a primary package. During initial inner illumination test, partial blockage of the lumen was found. After the shunt cleaning inner lumen was found to be open; there was no indication for any manufacturing related factors that could cause the reported event. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after device cleaning the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. The product investigation could not identify a root cause. There have been no similar complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that on the first day following a glaucoma filtration device (gfd) implantation procedure, the gfd was clogged. Therefore, the device was explanted and the surgical procedure was changed. Additional information was requested.